Manufacturer narrative:
Internal complaint reference: case- (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, the cori console did not recognized two real intelligence robotic drill when connected into the port on the front of the console. The procedure was completed with manual instrumentation with a 30 minutes delay. The patient was not harmed beyond the reported problem.

Event description:
It was reported that, during a cori assisted tka surgery, the cori console did not recognized the real intelligence robotic drill when connected into the port on the front of the console. The procedure was completed with manual instrumentation with a 30 minutes delay. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill (japan) rob10013, sn (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. A kpc test was performed and failed. The drill presented a critical error immediately when plugged in. A case was attempted and the drill presented a timeout error followed by a flicker icon at the connection screen. The most likely cause of this event is a drill encoder failure. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and further investigation into the reported failure is being conducted to determine if additional escalation actions are required. The user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from japan, it was reported that during a cori assisted tka surgery, the cori console did not recognize two real intelligence robotic drills when connected into the port on the front of the console. The procedure was completed with manual instrumentation with a 30 minute delay. The patient was not harmed beyond the reported problem. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill (japan) rob10013, sn(B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. A kpc test was performed and failed. The drill presented a critical error immediately when plugged in. A case was attempted and the drill presented a timeout error followed by a flicker icon at the connection screen. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.